Event description:
A user facility medwatch report was received reporting the following incident: the mayfield positioner was applied with pins to a female pt. After the pt was moved prone onto the or bed, the device became loose and a pin slipped on pt's scalp causing a laceration to the right lateral scalp. Surgeon removed and replaced the device with another mayfield positioning device.

Manufacturer narrative:
The skull clamp was received on 07/11/2006 in good condition. The 80# torque knob tested in specification, the large starburst threads were "crossed" and needed helicoil replacement, and the swivel base had some rotational movement when locked, but had a positive lock. The clamp was tested "as received", and when properly positioned, adjusted and locked, a condition in which it would "slip" could not be duplicated. This is the first time the clamp had been returned for service since it was purchased in late 2000. The equipment only required some general maintenance due to repreated use and cleaning.